Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. Device remains implanted.

Event description:
Further reported was mastalgia, "grade 1-2 capsular contracture," and "multiple deep folds." Device has been explanted.

Manufacturer narrative:
Continued h6: health effect - impact code: f2201, f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.